Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 52 mg/dl at the time of the incident and it was up to 96 mg/dl. Customer also stated that they got multiple pump alarmed. The customer was assisted with troubleshooting for low blood glucose. The customer was treated with food. Customer will not returned device for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime, compromise force sensor alarm test, excessive no delivery test, occlusion test, self test and unexpected restart error test. Insulin pump passed all operating currents tested within the specification range and passed off no power test. Insulin pump was tested with no alarms noted. Insulin pump received with corroded battery tube noted. Analysis identified product did not meet specification.